Event description:
It was reported to boston scientific corporation that on (B)(6), 2010, the patient was implanted with an obtryx curved single system sling. During a post-operative follow-up appointment on (B)(6), 2010, the patient complained of continued incontinence as well as some overactive bladder activity. The physician opined that these symptoms were normal. Following this appointment, the patient continued to experience urge incontinence, stress incontinence and urinary frequency. The patient consulted with another physician on (B)(6), 2010. This physician noted that the patient was experiencing urge urinary incontinence and stress urinary incontinence, with urinary frequency every thirty minutes to one hour. On exam, the physician noted an area of mesh (type unknown) palpable at the right lateral vagina. He prescribed medication for the overactive bladder (exact type and prescription duration unknown). The patient returned to this physician's office on (B)(6), 2010, and reported that she had continued incidences of urine leakage with activity. On or around (B)(6), 2010, the patient returned to this physician, who noted that the patient had continued complaints of stress urinary incontinence and discomfort in her vagina from the gynecare prolift mesh exposure, and recommended that a partial excision of the mesh and a tvt-o be performed. These procedures were performed on (B)(6), 2010, and a gynecare tvt secur was used. The patient returned to this second physician for a post-operative follow-up on (B)(6), 2010. During this appointment, the physician noted that there was no mesh exposure and instructed the patient to follow up as needed. On (B)(6), 2010, the patient returned to the physician's office with complaints of constipation and pain following her bowel movements (date/s of onset unknown). The physician instructed the patient to take miralax (duration unknown) and to continue to follow up as needed. The patient returned to the physician on (B)(6), 2010, reporting continued constipation as well as an incident of urinary urge incontinence. On (B)(6), 2011, the patient returned for follow-up with complaints of suprapubic pain that was "achy" and worse when pressure was applied (date of onset unknown). The patient also indicated that she had been experiencing diarrhea. The patient was referred to a third physician for a colonoscopy, which was performed on (B)(6), 2011. During the colonoscopy, a weave of "bluish-colored" suture material consistent with mesh (type unknown) was found coursing through one wall of the rectum and entering the opposite rectal wall approximately five centimeters from the dentate line. This physician also performed a digital rectal exam and noted that the mesh material was easily palpable. The patient returned to the second physician on (B)(6), 2011, who noted that the patient had a palpable midline contracture with extrusion of the mesh into the rectum that was approximately five centimeters in length. The physician recommended that the patient see another physician for another opinion, although it is not known if this was done by the patient. On (B)(6), 2011, the patient underwent another surgical excision of mesh (type unknown) at a hospital. All other information, including the patient's current condition, is unknown and reportedly unavailable.